Event description:
Patient was placed on 6l high flow on the portable tank. During transport, transport staff flagged down nursing staff as patient was becoming less responsive and dusky in color enroute. Patient put on monitor showing desaturation. Switched to wall o2 and put on face mask. Patient's oxygenation quickly improved. It was noted that the portable o2 tank was showing full but no o2 is coming out, no matter how many liters it is set to. Device was taken out of service.